Event description:
It was reported that during a coronary artery stenting procedure, a stroke occurred. The 80% stenosed lesion was located in the calcified, internal left carotid artery. The physician used a guidewire and a 11cm 6f guide catheter. Then, a stiff guide wire was used, and the catheter was exchanged for a 90cm, 7f guide catheter. The introducer sheath protruded from the access site approximately 30 - 35 cm. The filterwire was advanced and opened distal to the lesion. The long piece of the introducer sheath that protruded from the access site didn't allow for peeling away of the deployment sheath from the ez protection wire. Therefore, the physician decided to remove the filterwire from the patient and exchange the introducer sheath for a shorter one. While the protection was being withdrawn, the patient developed an arterial spasm, and it is likely the internal left carotid artery became occluded by thrombus. A new catheter was introduced and actylise was administered in a bolus dose of 6 ug and then a constant infusion of 14 ug for 40 minutes. The patient's condition did not show recanlization of the vessel. The patient's condition did not improve. The guide catheter was removed and exchanged for a shorter one. The procedure was stopped and the patient was transported to the neurology department. "Clinical picture: aphasia and right spastic paresis". Patient died two days after the procedure.